Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel spasm and a transient occlusion occurred. The patient presented due to unstable angina. The 95% stenosed and 12mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilation and placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. A mild spasm was observed proximal to the stent and completely resolved with repeat boluses of nitroglycerin. Post stent deployment, a transient occlusion of the acute marginal branch was observed resulting in st elevation in v3 and left arm pain. No arrhythmias or hemodynamic compromise was noted. Repeat nitrate boluses were administered, resolving the symptoms and st segments improved. The patient continued on nitroglycerin for treatment of the acute marginal branch. The patient was discharged two days later on aspirin and prasugrel. The event was reported to be resolved without residual effects.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).